Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the connector cracked . The event occurred during set up for procedure. The unit was swapped out. There was no patient involvement or patient injury. There was no medical intervention required. There was no patient death. There was no labeling or packaging issue. The device will be returned.